Manufacturer narrative:
Consumer reported developing an allergy, pain, burning, stinging and change in vision after product use. The doctor reported the patient self-diagnosed the allergic reaction. Doctor reported no abnormalities with the patients eyes but observed central corneal staining. The patient was instructed to use artificial tears and visine for dryness. No medications were prescribed for the event. The doctor does not think the corneal staining is correlated to the product but cannot say for certain. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and sign reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Doctor reported the patient is recovered. The product was returned but not evaluated as testing of expired product cannot be reliably used to determine a root cause for the reported event. A review of the lot batch records and testing of a retain sample concluded that the product was formulated and manufactured according to local and global product specifications.

Event description:
Consumer reported developing an allergy, pain, burning, stinging and change in vision after product use. Consumer visited the doctor for an annual eye exam and reported to the doctor that she was allergic to the solution. Medical documentation provided by the consumer indicates the patient rinsed her lenses with a multi-purpose solution and tap water. The doctor reported the patient self-diagnosed the allergic reaction and has been known to self-diagnose. Doctor reported no abnormalities with the patients eyes but observed central corneal staining. Patient has a history of choroidal nevus, bilateral presbyopia and dry eyes. The patient was instructed to use artificial tears and visine for dryness. No medications were prescribed for the event. Patient was also instructed to not rinse the lenses with tap water, stop use of the product and remove eye makeup nightly. At follow-up visit a month later, it was found that the patient did not follow the doctor's instruction of makeup removal. The patient is recovered. The doctor does not think the corneal staining is correlated to the product but cannot say for certain. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.